Manufacturer narrative:
(B)(4). It was reported that an unspecified blue dye was also used during the surgery (no further detail was provided). The veritas used during the surgery was a piece 16x8cm in size. The surgery commenced at approximately 11:00 a.m. At an unspecified time during the surgery, the patient developed pulmonary edema. The patient passed away at 16:50 on the same day. The patient did not regain consciousness following the surgery and required reintubation. Reportedly the cause of death was acidosis and cardiac arrest. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient suffered cardiac arrest and subsequently died after a mastectomy and immediate reconstruction using veritas. No additional information is available.